Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a stroke unrelated to diabetes, fell, and the ilet pump¿s screen was broken, after which a replacement was arranged and the patient was instructed on shutdown, data syncing, and return procedures. Symptoms included hyperglycemia with a reported blood glucose of 200 mg/dl after eating. Outcomes included continued diabetes management using cgm via the dexcom app or receiver while awaiting the replacement device. Investigation included review of the event history and complaint details. Investigation of this case revealed physical damage to the device¿s display following a fall, consistent with a broken or cracked screen requiring replacement, with no transfer of device data to the replacement unit. It was concluded, based on previously established findings for similar reports, that the cause was user environment and handling factors leading to device damage.